Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient exploratory laparotomy after sustaining gunshot wound to the abdomen. The patient had bowel resection and was left in intestinal discontinuity due to hemodynamic instability. The patient was then taken back for respiratory if intestinal continuity with two stapled bowel resection and one hand-sewn bowel anastomosis. After a week, the patient developed respiratory failure requiring re-intubation and imaging was performed. It was stated that at that time, free air in the abdomen was not notable. The patient was taken back to the operating room urgently and at each of the anastomosis, staples had come apart in the middle of the staple line and created three small holes at the end of each piece of small intestine where the bowel had been initially transected. It was oversewn and the patient was taken back on the intensive care unit for continued recovery.